Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited high rv impedance. Follow up was conducted and no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.